Event description:
The facility alleges the stapler was jamming. It is unknown when this condition occurred. No pt injury or medical intervention was reported. No add'l info was available.

Manufacturer narrative:
The device has been requested for evaluation but has not been rec'd. Should the device be rec'd for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional info becomes available.